Event description:
It was reported to st jude medical that the ICD was explanted when during a 3 month post implant exam, upon induction of fib, the ICD failed to convert to sinus rhythm. Upon redetection, the device charged for approximately 28 seconds. An external shock was administered which also failed to convert the patient. Approximately 2.5 seconds after the external shock, the ICD delivered a shock which did convert the patient. After the external shock delivery, a high lead impedance was observed. It was also observed that a manual capacitor maintenance induced fib which had to be converted by external shock. The ICD was explanted and replaced.